Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the plp2520, elite surgical smoke evac pencil,7/8" (22mm),15ft. (4.6m) device was used in a procedure on approximately on (B)(6) 2025, and ¿bio-med reported durning surgery item: plp2520 activated electro surgery mode when not being touched (shorted out) item was being used with a lab ft10 system. Bio-med replicated the problem using same pen with different lab ft10.¿. The procedure was completed with the use of a ¿different pen used from same lot not issue¿ and a delay of 5 minutes. There was no impact to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned device plp2520 found that the system 5000 would emit a sound and the coag button would light up immediately upon plugging the device in and without pressing any buttons. Examination was done with system 5000. Root cause cannot be determined, however, based upon evaluation of the device, risk documentation, and the IFU; a possible cause of this event could be tissue or fluid ingress into button site. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to aspirate fluid from the area before activating the instrument. Conductive fluids (e.g., blood or saline) in direct contact with or in close proximity to an active electrode may carry electrical current or heat away from target tissues, which may cause unintended burns to the patient. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the plp2520, elite surgical smoke evac pencil,7/8" (22mm),15ft. (4.6m) device was used in a procedure on approximately 21mar25, and ¿bio-med reported durning surgery item plp2520 activated electro surgery mode when not being touched (shorted out) item was being used with a lab ft10 system. Bio-med replicated the problem using same pen with different lab ft10.¿. The procedure was completed with the use of a ¿different pen used from same lot not issue¿ and a delay of 5 minutes. There was no impact to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.